Event description:
It was reported that the ventilator generated an alarm causing failure of pre-use check. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to technician statement, the issue was discovered during routine inspection. The hospital's air supply was flooded. The repair of the device was handled by the third-party. It was stated that the device was dried and maintained in a timely manner. No more information was provided, as there was there was no on-site visit by our technician. The ventilator passed all functional and safety tests and was cleared for clinical use. Unfortunately, the device's logs have not been provided, no further analysis has been possible. The cause of the reported issue has not been determined.